Manufacturer narrative:
The ge rep evaluated the sys and was unable to duplicate the error reported. The monoblock was replaced. The sys is now operating as intended.

Event description:
The customer reported that during use the monitor, on the 6800 sys, displayed a high resistance error message. No pt injury was reported.